Event description:
It was reported that the patient had brain and kidney damage the last time their pump was drawing more medication than normal. It was noted that this occurred in 1999. It was reported that ¿the last time the pump do that I stop right here in the floor and they need to call the ambulance and my kidneys stop and it did damage to my brain¿. It was noted that the pump was used to infuse bupivacaine and hydromorphone. Refer to manufacturer report # 3004209178-2014-05892 for other report of overinfusion.

Manufacturer narrative:
Product ID/catalog/lot/serial: unk. Product type catheter. (B)(4).